Manufacturer narrative:
The insulin pump with protruded/loose drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had a scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is working correctly. The insulin pump is stuck in the rewind process. The insulin pump alarmed during the prime/rewind process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.